Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. Vessels were severly calcified and moderately tortuous, and the aortic neck had a large focal point of calcium. It was reported that after the bifurcated stent graft was partially deployed down to the contralateral gate, the contralateral limb was then deployed. The complete deployment of the bifurcated stent graft was then finished with the limbs uncrossed; however, the angiogram demonstrated that the unsupported area of the bifurcated stent graft was kinked. The physician elected to intervene by implanting an 18x18x55 aneurx stent graft at the location of the kink in the talent stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): results: (severely calcified and moderately tortuous vessels). Conclusion: (severely calcified and moderately tortuous vessels).